Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for chronic low back pain. It was reported that the patient got into a car accident and the ins stopped working instantly. The ins was replaced and the leads and extension were checked. The patient now had a new ins and the system was working as intended. The patient¿s usage varied and used it when they needed it after strenuous activity or walking. The patient might use it 7-8 hours at a time a couple times a week. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.